Manufacturer narrative:
The insulin passed displacement test, rewind, and basic occlusion test. The insulin pump was received with motor error alarm stuck in bolus delivery loop and motor position encoder error alarm confirm in alarm history screen. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. No physical damage noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 385 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to clear the motor error alarm. The insulin pump will be returned for analysis.